Event description:
It was reported by the physician that an attending physician had an issue while attempting to remove the spring wire guide (swg). The attending indicated she had some problems advancing the swg, but then tried to remove the swg while holding the needle in place. As a result, the swg unraveled, but was removed intact. There was nothing retained in the patient and no intervention was required. No patient complications were reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.